Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. (B)(4)

Event description:
A surgeon reported that a glistening was confirmed in an implanted intraocular lens(iol). He mentioned there are other cases as well. The number of how many cases was unable to be confirmed. There was no mention of patient harm in any of the cases. Additional information was requested.